Event description:
Endo gia 30 was being used during lavh. (All equipment from lavah kit.) Gun and cartridge were assembled by manufacturer. After firing, cartridge stuck to tissue and became separated from gun. Upon attempt to retrieve cartridge, the blade separated from the cartridge and was free in abdominal cavity. Abdominal was required to retrieve blade and cartridge.